Manufacturer narrative:
Concomitant medical devices: p1501dr ipg; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with an elevated sensing integrity counter (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.